Event description:
It was reported that the surgeon tried to implant the 51mm shell several times, but was unsuccessful. It was noticed that the locking ring was not in place. A 50mm shell was opened and implanted successfully.

Manufacturer narrative:
This report will be amended when our investigation is complete.